Event description:
A patient contacted global technical services (gts) regarding a high drain 102/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) after use. The home patient (hp) was at the end of therapy. The total ultrafiltration (uf) was equal to 2349 ml, and the initial drain volume was equal to 583 ml. The hp usually drains about 1900 ml in initial drain. The cycle 4 uf was equal to 235 ml, the cycle 3 uf was equal to 235, the cycle 2 uf was equal to 2146 ml, and the cycle 1 uf was equal to -265 ml. The initial drain alarm was set to 500 ml. The technical service representative (tsr) reviewed the programming. The therapy was set to continuous cycling peritoneal dialysis (ccpd), the total fill volume was set to 11000 ml, the fill volume was set to 2000 ml, and the last fill volume was set to 1500 ml. The hp had no alarms. They stated that they would contact the rn today to review the initial drain alarm setting. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the event. The nurse stated that the overfill was caused from the patient using extraneal, having a kinked tubing, and from the initial drain alarm being set too low. The nurse stated that all of this has been taken care of. She stated that they raised the initial drain alarm setting even more. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The assignable cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.